Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ppt¿ plasma preparation tube k2e had red blood cells left in the separation gel during use after the centrifugation. The centrifuge perimeters were set at "1100g, 10 minutes, 13 minutes, 15 minutes, 1300g, 10 minutes, 13 minutes, 15 minutes, centrifugal force. 1500g for 10 minutes, 13, minutes, 15 minutes. Centrifugal force 2000g, 10 minutes, 13 minutes", but there were no significant improvements. About "80%" of the gel was found to be attached to the tube wall after each parameter condition. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020, the customer adjusted the centrifuge parameters to deal with the problem of red blood cells in the separation gel after centrifugation. We made the centrifugal force 1100g, 10 minutes, 13 minutes, 15 minutes, 1300g, 10 minutes, 13 minutes, 15 minutes, centrifugal force. 1500g for 10 minutes, 13, minutes, 15 minutes. Centrifugal force 2000g, 10 minutes, 13 minutes and other parameters are set, and the brake speed of the centrifuge has been adjusted separately. None of the above conditions have been significantly improved. After further observation, it was found that the tube wall of the plasma layer after centrifugation separation gel is attached, and the proportion of discovery is found to be about 80% under each parameter condition. It is unclear whether it has an impact on the detection process and results.

Event description:
It was reported that the bd vacutainer® ppt¿ plasma preparation tube k2e had red blood cells left in the separation gel during use after the centrifugation. The centrifuge perimeters were set at "1100g, 10 minutes, 13 minutes, 15 minutes, 1300g, 10 minutes, 13 minutes, 15 minutes, centrifugal force. 1500g for 10 minutes, 13, minutes, 15 minutes. Centrifugal force 2000g, 10 minutes, 13 minutes", but there were no significant improvements. About "80%" of the gel was found to be attached to the tube wall after each parameter condition. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020, the customer adjusted the centrifuge parameters to deal with the problem of red blood cells in the separation gel after centrifugation. We made the centrifugal force 1100g, 10 minutes, 13 minutes, 15 minutes, 1300g, 10 minutes, 13 minutes, 15 minutes, centrifugal force. 1500g for 10 minutes, 13, minutes, 15 minutes. Centrifugal force 2000g, 10 minutes, 13 minutes and other parameters are set, and the brake speed of the centrifuge has been adjusted separately. None of the above conditions have been significantly improved. After further observation, it was found that the tube wall of the plasma layer after centrifugation separation gel is attached, and the proportion of discovery is found to be about 80% under each parameter condition. It is unclear whether it has an impact on the detection process and results.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 10 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, poor barrier, because the defect was not evident in the testing of the customer lot samples. Testing of both retain and control samples was acceptable. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of poor barrier separation through a corrective and preventive action (CAPA): 373360.